Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving non-malignant pain via an implantable pump for unknown indications for use. It was reported that the patient had their pump filled yesterday. The patient had reached a low reservoir at 3ml and the pump was not empty. The patient reported an alarm after they got home. The pump was interrogated today and the technical services (tss) reviewed how to silence the pump. The hcp did state that the patient had magnetic resonance imaging (MRI) on (B)(6) 2025 and the telemetry report from yesterday's refill showed motor stall recovery. The hcp verified that the patient never had the pump checked post MRI on (B)(6) 2025. The tss reviewed the telemetry state.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the stall recovered on (B)(6) 2025 at 12:51pm. The alarming issue resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device int his report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.